Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for sars-cov-2 and influenza a (negative for influenza b). The same sample was retested on another cobas liat and generated a positive result for influenza a only (negative for sars-cov-2 and influenza b). The same sample was retested the second time on an unknown competitor assay and generated a positive result for influenza a only (negative for sars-cov-2 and influenza b). The influenza a positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Review of the provided data confirmed that the positive influenza a and sars-cov-2 results that were initially generated were true positive results. The CT value generated for the sars-cov-2 target during the initial run suggests that the sample is a low titer. Samples that are low titer can generate wavering results upon repeat.